Event description:
On september 15, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 at 11:29 am (pst) meter had read inaccurately erratic. The patient indicated that the alleged meter issue started in 2007, at 10:00 am (pst). The patient reported blood glucose results of "155, 255, and 163 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these results exceeds the expected value of <= 20% and/or <= mg/dl. As a result of the alleged meter issue, the patient took and increased dose of humalog insulin. An unspecified time after the meter issue began, the patient reported developed symptoms of sweating and breathing faster. The patient denied receiving medical intervention from a health care provider and was not tested on another device. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.